Event description:
Customer reported high blood glucose of 416. Customer stated that she had an MRI done and was wearing the insulin pump. Customer does not have a backup plan. Customer's daughter stated she had treated with 4 units of insulin and declined to troubleshoot for high blood glucose. Customer has to manually deliver the bolus as there seemed to be an issue with the bolus wizard. Customer called back later and stated that she has experienced difficulty to disconnect and reconnect at her site so she showers with the infusion set on. Customer noticed that the infusion set came off and thought she did not receive any insulin when she bolused earlier. Due to it being off of her body. Customer was feeling worse; blood glucose had gone up to 535 mg/dl. Customer stated she would try to get insulin injections. Customer was advised to contact the doctor for treatment instructions. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.